Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information. The required intake information, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation.

Event description:
The consumer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab that generated a positive result. The customer took an additional two test after the ID now test with a different brand (sample unknown), and both tests generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.